Event description:
The physician was using the esu, and it worked intermittently. The settings at first were set to cut/coag 50/50, and then it was set to 100/100. It worked for 5 minutes, and then it stopped again. They indicated a burning smell. They stopped using the device. The device was sent to biomed for evaluation. The esu is working per the manufacturers specifications. What was found to have caused the failure is the storz resectoscope hand piece. They were using the hand pieces with a loop type electrode. The actual resectoscope was at fault. When the electrode was placed into the hand piece, it did not make a good connection, because the actual connector is loose. The hand piece will be replaced. It is not repairable.